Manufacturer narrative:
Device was not returned to manufacturer for investigation as of (B)(4) 2010. Preliminary tests are pending.

Event description:
Pt stated that the phone shocked her a couple of times.